Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2014, coronary angiography was performed which revealed 80% stenosis in the distal lad and not 85% stenosis as previously reported. Coronary angiography also revealed an in-stent restenosis of the previously placed 3.00x28mm promus element ¿ stent extending up to the distal lad.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that on (B)(6) 2014, coronary angiography was performed which revealed 80% stenosis in the distal lad and not 85% stenosis as previously reported. Coronary angiography also revealed an in-stent restenosis of the previously placed 3.00x28mm promus element stent extending up to the distal lad.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that cardiac chest tightness occurred. In (B)(6) 2013, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery extending up to the mid lad with 80% stenosis, and was 28 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00x28mm promus element ¿ stent with 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient had cardiac chest tightness. In (B)(6) 2014, the patient was hospitalized. 85% stenosis was noted in the distal lad. This was treated with percutaneous coronary intervention (pci) with 0% residual stenosis. Three days post hospitalization, the patient recovered and the event was resolved and the patient was discharged.